Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: out of box failure -per additional information received, "an error message popped up when we turned it on, we turned it off switched cords and plugs and dealt with the same issue about 10 times before we determined the best course of action was to return ". The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the power board.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event.